Manufacturer narrative:
Concomitant medical product: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) concerning patient with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported the patient was not getting pain relief and when turning on the new implantable neurostimulator (ins), he got shocking sensations in his ribs. An impedance check was performed and electrodes 4 and 13 tested high. The program the patient had been using for years was set utilizing electrode 4. The rep moved the extended bi-pole down one electrode and the patient then got the relief back in the pain area. The issue was resolved. No further complications were reported/anticipated.